Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call high blood glucose levels and damage on the insulin pump. Customer's blood glucose level was 526 mg/dl. Customer experienced large ketones as a result of high blood glucose levels. Customer advised there were scratches on the display screen. Customer was unable to complete troubleshooting as they had to get to work.